Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2012, during night drain cycle six. The patient's ultrafiltration reading was 1881ml, indicating the home patient (hp) drained 1881ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycle advances to the next fill when a slow/no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.